Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No button error alarm or unexpected audio or beep anomaly noted during testing. Insulin pump received with cracked case on the bottom right at display corner and cracked reservoir tube lip.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 106mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.